Event description:
A customer contacted physio-control to report that the device would not detect the defibrillation electrodes connected to the patient. In this state, defibrillation therapy would not be available, if needed. There were no reports of adverse effects to the patient as a result of the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate or verify the reported issue. After performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. A cause of the reported issue could not be determined.

Manufacturer narrative:
The electronic patient records were downloaded and reviewed. The reported issue was verified by the customer quality engineer. The likely cause was determined to be due to the electrodes becoming disconnected during motion.

Event description:
A customer contacted physio-control to report that the device would not detect the defibrillation electrodes connected to the patient. In this state, defibrillation therapy would not be available, if needed. There were no reports of adverse effects to the patient as a result of the reported event.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that the device would not detect the defibrillation electrodes connected to the patient. In this state, defibrillation therapy would not be available, if needed. There were no reports of adverse effects to the patient as a result of the reported event.